Event description:
On (B)(6) 2012, this pt underwent treatment of a thoracic aortic aneurysm with full debranching of the arch and the implant of two conformable gore tag thoracic endoprostheses. A type iii endoleak was present after the second device was implanted; however, the c-arm reportedly did not show an endoleak due to the angle. The procedure was concluded with no add'l angioplasty, and the pt tolerated the procedure. On (B)(6) 2012, computed tomography reportedly confirmed the presence of a type iii endoleak. On (B)(6) 2012, the pt underwent an intervention whereby angioplasty was performed to resolve a type iii endoleak between two conformable gore tag thoracic endoprostheses. The device overlap was ballooned, and the endoleak reportedly resolved. The pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Add'l device implanted and involved in this event tgu454520/9460288.